Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours on their arm. As treatment a new pod was applied. The device was originally reported for leaking insulin.

Manufacturer narrative:
The device was received fully deployed. No abnormalities were seen in the download data. The exposed portion of the soft cannula was observed to be flattened and torn. The length of soft cannula was measured to be within the specification. During fluid path test, fluid was found exiting through a tear in the exposed portion of the soft cannula. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.2, smartphone hardware: iphone16.2, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.